Event description:
Customer reported unexpected negative results when testing samples with capture-r ready screen 3 (crrs 3). The sample had a known anti-fya. Repeat testing with a 30 minute incubation resulted positive(1+) only with homozygous fya cells.

Manufacturer narrative:
Confirmed the reactivity of the fya antigen on retention crrs3 lot r084 using anti-fya. Performed antibody screening assay with returned sample by manual capture using retention capture-r ready-screen (3), lot r084. Returned sample exhibited negative reactivity with all cells tested. The sample was tested with selected fy(a+b+), fy(a+b-) and fy(a-b-) reagent red cells from retention panocell-16, lot 14088, using immuad as the potentiator. A room temperature incubation was included. The sample exhibited weak reactivity with fy(a+b-); very weak to microscopic reactivity with fy(a+b+), and no reactivity with fy(a-b-) reagent red cells as expected, only at the indirect antiglobulin test. Per the crrs 3 package insert, "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."